Event description:
The pt stated that they have had hoarseness since the time of the surgery. Pt also stated that they have experienced numbness of the skin in their chin and neck. Additionally, the pt indicated that they have had an increase in seizures, although they have not noticed any pattern to them and they are not always aware when they are having them. Further f/u on 2/02 with the pt indicated that their voice was somewhat stronger. Pt indicated that their dilantin level were within target range, and pt was doing well with the device parameter changes pt has had since their initial report to co. One written attempt (2/2002) and two phone calls have been made to gather further info from the physician; however, no info has been rec'd.